Event description:
The patient reported to a rrt that the passover humidifier which patient uses with the cpaps6 had a "black spot" on it, which produced a "black oil" residue. After using the CPAP with the passover humidifier, the patient coughed up yellow thick mucous with bright red blood.